Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Moreover, it was though that likely lead was dislodged or coil sitting in the right atrial (ra). Additional information received indicated that dislodgement was confirmed and a lead revision was performed. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Moreover, it was though that likely lead was dislodged or coil sitting in the right atrial (ra). Additional information received indicated that dislodgement was confirmed and a lead revision was performed. The patient also received inappropriate anti-tachycardia pacing and electric shock due to the oversensing of the noise that the rv lead recorded. Since the lead revision surgery, no more episodes/shocks were recorded. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.